Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the clinical diabetes specialist (cds) that the customer requested a 25 unit bolus; however, did not receive the full amount. Review of the pump data logs by tandem technical support showed that on both occasions, the bolus requested had been aborted by the user. The information was relayed to the cds. There was no reported impact to the customer's blood glucose level.